Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues and aic - shutdown or restart issue has been completed. Data analysis: the console logs showed the qnx process io-graphics crashed which caused the aic software to reboot. This reboot was accompanied by an unexpected shutdown alarm, and the pump flow decreased to zero before it was resumed at the previous p-level pump flow. Therapy continued for next 15 mins before the pump was unplugged, and the console was then powered down. Device analysis: the failure mode was not reproduced during investigation on engineering lab bench. The io-graphics was force shutdown using a telnet command and the console responded the same as in the field. Additionally, the optical bench was examined for 5s parameters, which were found to be within specification. Aic was run with know good pump and purge cassette for a few hours, and no issues were found. Root cause the cause of the aic issue (unexpected shutdown alarm) was the 3rd party hardware/software that runs io-graphics. Root cause aic - battery charging/other issues: there was no issue found during the case. The device functioned/operated to specification.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller (aic) there had an alarm for the control unit. It was reported as a battery issue. The aic was forcibly shut down. It was stated the patient's hemodynamics were stable. The patient remained on support.